Event description:
After total knee arthroplasty the pt experienced pain and x-rays showed radiolucencies. In 2001 the pt the pt had their orthopedic knee implant revised.

Event description:
After total knee arthroplasty the pt experienced pain and x-rays showed radiolucencies. In 2001, the pt had the orthopedic knee implant revised.